Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the right ventricular lead exhibited loss of capture. Multiple repositions were attempted but were unsuccessful. It was noted that the lead had perforated the heart. The perforation was minor and no other intervention was required. The lead remained implanted. The patient was okay.

Event description:
New information stated that the lead was explanted. No further information was available.